Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, it was noted that a piece of the distal end of the housing of the permanent cautery hook instrument broke off into the patients abdomen. The fragment was retrieved laparoscopically during the same procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that a fragment from the permanent cautery hook instrument broke off into the patients abdomen. The fragment was retrieved laparoscopically during the same procedure with no harm to the patient. No additional medical intervention was required to retrieve the fragment. The instrument was returned and evaluated. Failure analysis investigation found the instruments distal clevis was broken. One of the distal clevis ears were broken. The components at the tip of the instrument were loose. The instrument passed electrical continuity testing. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery hook instrument reportedly broke off into the patient and the fragment was retrieved laparoscopically during the same procedure, no additional medical intervention was required. The planned surgical procedure was completed. The patient has not returned to the hospital with any post-surgical complications as a result of the fragment falling into the patient. There was no adverse event, harm or injury to the patient.